Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was intended to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, the balloon burst and leaked contrast media. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was intended to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, the balloon burst and leaked contrast media. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: medical device problem code a0402 captures the reportable event of balloon burst. Block h10: investigation result the returned hurricane rx dilatation balloon was analyzed and a visual examination found that the balloon and the catheter of device had no damages. Functional analysis could not be performed as the device was blocked with dry contrast medium used during the procedure. Microscopic inspection confirmed the balloon contained residue of dry contrast medium. The reported event of balloon burst was not confirmed. Due to the condition of the returned device, functional testing could not be performed. Therefore, the most probable root cause cannot be determined as no problem was detected.